Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high pacing threshold. Lead appeared to be broken under x-ray. A new lead was successfully implanted. No additional adverse patient effects were reported.